Event description:
It was reported that the patient presented to the emergency room with symptoms of fatigue and dizziness following a recent MRI scan. Upon interrogation, the device was found to be in backup vvi mode with high voltage therapy disabled. Additionally, device information and configuration parameters were unavailable and displayed as unknown. Attempts to interrogate, restore, and reprogram the device were unsuccessful. It was reported that the device was not placed in MRI mode prior to the MRI scan. The device was explanted and replaced. The patient was in stable condition with no adverse events.

Manufacturer narrative:
The reported complaint of an unexpected backup reset was confirmed. The device was received in backup mode of operation. Analysis of the device image determined that the backup occurred due to power-on-reset because the device was exposed to MRI and not set to MRI mode before performing the procedure. Scanning under different conditions may result in device malfunction. After reloading device firmware, functional testing performed showed no anomalies. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.